Event description:
The customer reported a leak of clenz coming from the pinch valve in the right diluter panel of the coulter lh 500 hematology analyzer. The volume of the leak was approximately ten (10) cubic centimeters and was not contained within the instrument. The leak occurred during shutdown cycle of the instrument. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found a leak in the tubing from the clenz pump through pinch valve pv37. The fse replaced the tubing at pv37 which resolved the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).